Event description:
It was reported that the procedure was absorbed after the contralateral pull wire was placed in the pt. The physician observed a dissection, which was believed to occur as a result of manipulation of the contralateral pull wire. Standard surgical repair was performed.